Event description:
Allegedly, operating room staff noticed a small circular burn in the patient drape during a procedure. They checked patient and found there was no injury. They investigated and found that the light cable had been laid on the patient drape before the procedure began and one of the staff plugged it into the light source (not karl storz product) without realizing the light source was active, set to 100% and standby was not on. There was no malfunction of cable reported. Staff retrained. Procedure was completed.

Manufacturer narrative:
The drape burn was caused by user mishandling. There was no report of malfunction of the cable. The hospital is not returning the cable.